Event description:
It was reported that a pump triggered an altitude alarm, causing the customer's blood glucose levels to be affected. The blood glucose level was 18 mmol/l at the time of the event. Although the customer did not disclose how they addressed their blood glucose level, it was resolved. Technical support provided tips for preventing altitude alarms, which the customer understood. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.